Event description:
Complainant alleged that the clincian was attempting to defibeillate a pt(age and gender unknown), but the device failed to discharge when the discharge buttons were depressed. The complainant was unable to recall the error message displayed on the device screen when the malfunction occurred. The clincian obtained another set of paddles to successfully defibrillate the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.